Event description:
During the repair of the pump, it was found that the power supply board was defective. The power supply board was replaced. After repair, the device was found to meet specification.